Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had increased urgency and frequency, nocturia every hour, and a loss of efficacy. It was noted that there was a problem with the programmer and the programmer was broken. The event resulted in an unscheduled clinic or office visit and was possibly related to the device or therapy and not related to the implant procedure. Diagnostics performed included interrogating the device, which found abnormal impedance involving an electrode and alternating electrode polarities were confirmed. It was noted that program 1 did not work and there was no sensation despite having the amplitude all the way up to 6. Laboratory testing found a negative urine culture. Interventions taken included reprogramming. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3093-28, lot# v263727, implanted: (B)(6) 2009, product type: lead; product ID: 3037, serial#: (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. They reported that the device was explanted. Resolved without sequelae (B)(6) 2020 no further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the causes of the abnormal impedances and problem with the programmer/programmer being broken were not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3093-28, lot# v263727, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a full interrogation was performed and it appeared lead/electrode 3+ was not working and there was an abnormal/high impedance. Interventions taken included multiple repr ogrammings, and the patient was currently happy with their urination. The outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.